Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that before any fluid was spiked, the quad fuse had a broken port. The nad would not attach to it correctly. Although requested, additional information was not provided.